Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Subsequent information indicate that this device was explanted for normal battery depletion. The device was returned for analysis. There were no adverse patient effects noted.

Event description:
Boston scientific received information that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) exhibited a high out-of-range (oor) shock lead impedance (sli) measurement which was detected via patient remote monitoring system. Additional information indicated that the paceart noted a shock impedance measurement of 119-124 ohms with a baseline around 100 ohms. The measurement of the shock impedance returned to a baseline level. The cause of the observation was not identified. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.